Manufacturer narrative:
While advancing the stent delivery (sds) through the sheath introducer, it was reported that the stent dislodged. The stent remained in the sheath introducer and both the sds and the sheath were removed together. The product was properly inspected before usage. There were no anomalies with the stent or the sds and there were no kinks or bends noticed in the device or the sheath introducer. The stent was not remounted onto the device. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. A device history record (DHR) review was performed and showed that his lot of products met all requirements per the applicable manufacturing quality plan (mqp).

Event description:
During a stenting procedure to the subclavian artery, the stent of the palmaz medium on powerflex plus dislodged from the stent delivery system (sds) while inside the sheath (medikit co, size unk). Both the sds and the sheath (containing the dislodged stent) were removed together. There was no calcification, but mild vessel tortuosity at the lesion. The product was properly inspected before usage. There were no anomalies with the stent or the device. The stent was not remounted unto the device. There were no kinks or bends noticed in the device or the sheath introducer. There were no other noted anomalies. Another sheath and stent were used to complete the procedure. There was no injury to the male patient. The product will not be returned.